Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transplanted..

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the root cause for the heart transplant could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was received for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This document lists potential adverse events that may be associated with the use of the hmii lvas. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 12jul2016. No further information was provided. The manufacturer is closing the file on this event.